Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "says it needs calibration even after it is calibrated." Additional notes provided by the facility¿s clinical engineering support services include: "this error will happen sometimes with these units. I am not sure what specifically causes it to occur, but I do know how to get it to go away. Getting this error to clear requires that the unit be run through a full calibration and then a full pm, which I have done. I turned the unit on in regular mode after that and I was able to verify that the 'needs calibration' error did not reoccur." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿